Event description:
It was reported that the patient was not feeling well and the lead integrity alert (lia) was triggered. It was noted that there was non sustained tachycardia (nst) episodes with noise, high impedance, and increased short interval counts (sic) on the right ventricular (rv) lead. It was also noted that the left ventricular (lv) and rv pace sense leads were switched in header. It was further reported that the there was pacing impedance spikes and oversensing on the rv lead. The pocket was opened and it was determined that the lv lead had a loose set screw. It was also noted that the superior vena cava (svc) was occluded. It was further reported that the lv pacing configuration was changed to lv tip to rv coil and there was good capture and impedance. It was further reported that the rv and lv impedance was again high. The lv lead was explanted and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4470 competitor non defib lead (B)(6) 2005; 4968 non defib lead (B)(6) 2007; (B)(4) bi-ventricular defibrillator (B)(6) 2010. (B)(4).